Event description:
It was reported that the smoke evacuator was working intermittently during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The complaint could not be duplicated. The unit was returned to service.

Event description:
It was reported that the smoke evacuator was working intermittently during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.